Event description:
The customer reported via phone call that they experienced high blood glucose. Insulin pump had pump error. The customer¿s blood glucose level was 25.5 mmol/l at the time of incident. The customer treated high blood glucose with manual injection. The customer was assisted with troubleshooting. The customer will continue to use the device. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08735 inches. P-cap was attached and locked in place properly. No unexpected pump error 23 is noted during testing. No alarms/alert/anomalies occurred during testing. P-cap was attached and locked in place properly. Unit was successfully downloaded using thus and carelink for history files and traces. Pump error 23 occurred on 03/12/2022 02:52 pm during event date in history file. This was expected. Confirmed (11.65) units of normal bolus was delivered on (B)(6) 2022 between 10:23 am and 08:10 pm. Pump was cut open to perform visual inspection and found evidence of moisture damage on force sensor pins. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case corner of belt clip rails, cracked case (battery tube), broken belt clip rails, stained serial label, keypad overlay texture damage, damaged display window cover. Pump error 23 is not confirmed. Unable to confirm high and low bgs. Pump passed functional testing and no under and over delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 670 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b1, b5, d10, h6 and h10 sections.

Event description:
The customer was able to clear the post-reset ram crc alarm and rewind the insulin pump. The insulin pump was returned for analysis.